Event description:
An electronic report from a hemodialysis user facility in another country, was received. It was reported that a separation of the monitor line from the drip chamber of a combi set bloodline had occurred. This incident occurred within 10 minutes from the start of the dialysis treatment when the machine alarmed/alerted the nursing staff of air in the lines. The pt was disconnected from the treatment and upon inspection of the bloodline it was found that the line had separated. As a result of this incident, it was reported a 150 ml loss of blood. The pt is stable with no report of injury or ill effect. There is no sample available for an evaluation. The staff discarded that treatment set but did set up a new dialysis treatment set and this pt did complete the dialysis treatment as ordered. The pt was then discharged to home when the treatment was completed.